Event description:
It was reported that an insulin gauge displayed an amount different from what the customer expected. There was no reported adverse impact to the customer's blood glucose level. Technical support advised the customer to call back for troubleshooting if the issue reoccurred, and the customer acknowledged this instruction.